Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned, at a normal battery depletion replacement procedure, due to a nonspecific product performance situation. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned, at a normal battery depletion replacement procedure. According to the field representative the patient had a history of subclavian crush on other leads and this one was starting to decline according to history. Upon interrogation the field representative did not see something significant other than the gradual drop in impedance. Threshold was fine and impedances within range. The physician opted to go ahead and replace the lead at generator change, instead of waiting for it to break, due to his previous lead experiences. No additional adverse patient effects were reported.